Manufacturer narrative:
The customer discovered the leak during maintenance. A bci field service engineer (fse) performed the following: replaced the ab valve. Cleaned and repositioned the waste line. Reseated the reagent probe. Fse verified repairs through established procedures. No further leaks were observed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a reagent probe leak. No injury was reported.